Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced recurrent postprandial hyperglycemia despite entering ¿more than¿ meal announcements, including an example where glucose rose from 144 mg/dl to 284 mg/dl about one hour after a lunch announcement, leading the caregiver to question the device¿s effectiveness and prompting assignment of additional training. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for user education and review of dosing behavior, with no hospitalization and no alarms reported. Investigation included review of device-reported data and meal announcement patterns and referral for clinical training support. Investigation of this case revealed frequent use of ¿more than¿ meal entries with subsequent glucose excursions, which is consistent with user-related meal announcement or carbohydrate estimation issues rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcements and carbohydrate estimation, addressed through additional training.